Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) was at the customer's site to address reported event. Fse could not confirm or reproduce reported error. Upon investigation, customer also reported having cup transfer z axis errors, which was confirmed by reviewing the error log. Fse found huge buildup of dried serum on the cup transfer assembly. Fse cleaned the cup transfer assembly and lubricated cup presence sensor. Fse performed pm and quality control run was completed without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2231] bf overflow sensor 1 failure cause: the overflow sensor 1 s132 is detecting liquid constantly. Action: please contact the tosoh local representatives. Check s132. The most probable cause of the reported event was due to serum buildup on cup transfer assembly.

Event description:
A customer reported getting error message "2231 bf overflow sensor 1 failure" on the aia-900 analyzer. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.